Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon follow up with a peritoneal dialysis (pd) patient regarding a drain complication, it was determined that the patient had experienced a fluid leak at the last phase of the treatment. The patient used continuous ambulatory peritoneal dialysis (capd) to complete the treatment successfully. The cassette tubing set in question had already been discarded. The patient did not experience any adverse events as a result of this incident.